Event description:
It was reported that the patient underwent a surgical procedure to replace the cuff component of this artificial urinary sphincter (aus) due to a kink in the adjoining tubing resulting in fluid loss. The existing component was explanted and replaced with a new cuff. The fluid leak was confirmed by injecting saline into the device upon removal. The patient outcome following the procedure was good.

Event description:
It was reported that the patient underwent a surgical procedure to replace the cuff component of this artificial urinary sphincter (aus) due to a kink in the adjoining tubing resulting in fluid loss. The existing component was explanted and replaced with a new cuff. The fluid leak was confirmed by injecting saline into the device upon removal. The patient outcome following the procedure was good.